Event description:
During a review of the patient's programming history, it was noticed that a faulted systems diagnostics test occurred on (B)(6) 2009 which resulted in the change of programming settings. A final interrogation was performed which confirmed the change in settings, but the settings were not reprogrammed until the following visit on (B)(6) 2009. At this date, the device was disabled and not reprogrammed until (B)(6) 2009.

Manufacturer narrative:
Analysis of programming history.